Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility to obtain additional information; an incident form and patient photos were provided. A lumenis clinical director evaluated the available information. According to the incident form provided by the facility, the patient being treated was evaluated as a skin type vi prior to an ipl treatment for hyperpigmentation. Skin type vi is a contraindication for an ipl treatment as noted in the operator's manual (um_1024721_h - page a16). Unable to set an ipl treatment for skin type vi, the operator selected settings applicable to a skin type v to treat hyperpigmentation on the posterior knee of a skin type vi patient. Luckily, the adverse event was restricted to a test patch. Although inadvertent, the device was therefore subject to user error. The lumenis clinical director further noted that the patient sustained a burn that required medical intervention with the application of diprosone to promote healing. Although the burn was reported by the treating physician as a first degree burn, the fact that at 24 hours post treatment, a blister was reported and visibly noted on a photograph. Blistering would rather lead to an estimate of a second degree burn. The patient was followed on by the treating physician and another photo taken at 10 days post-treatment did not reveal any textural changes anymore on the skin. In the worst scenario, a transient pigmentation change may occur in regards to the provided information but the incident will not lead to any permanent impairment. Based on the information above, this event has been determined to be reportable per MDR decision tree. Although the injury was not considered serious, medical intervention (the use of diprosone) was required to preclude permanent damage.

Event description:
A foreign user facility reported that one (1) patient sustained a burn with blistering on the posterior knee following a 'test patch' done with a lumenis m22 ipl system.